Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an anastomotic stenosis in the esophagus. The procedure was performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated at the target site, however the balloon tore during inflation. It was reported that balloon was removed from the patient completely intact and that no pieces detached inside of the patient. It was also reported there were staples in the area of dilatation. A second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Visual evaluation of the device revealed the balloon portion of the device to be torn longitudinally. No damage was noted to the catheter of the device. The complaint that the balloon had torn was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g. Tortuous anatomy or sharp external source in dilatation area). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.